Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 8mm large suturecut needle driver instrument was found to have a broken cable while suturing. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. .